Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. This serves as a correction report. Section b3 (date of event) and section h11(additional mfg narrative) were incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 45 mg/dl on an adc device. It is unknown whether the customer noted a trend arrow on the device. Due to the reading received on the adc device the customer self-treated with sweet food. Subsequently, the customer experienced dizziness so they went to the emergency room (ER). At the ER, the customer had contact with a healthcare professional (hcp) who obtained readings of "about 185 mg/dl" on an hcp meter and 50 mg/dl on the adc device. Adc customer service attempted to obtain additional information regarding the medical event but were unable to reach the customer after 3 attempts. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release sensor 0jqrl8n2e has been returned and investigated. Performed a visual inspection on the returned sensor patch; no issues were observed. The sensor data was extracted using approved software. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and poor solder were observed upon visual inspection of the printed circuit board assembly (pcba). Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 45 mg/dl on an adc device. It is unknown whether the customer noted a trend arrow on the device. Due to the reading received on the adc device the customer self-treated with sweet food. Subsequently, the customer experienced dizziness so they went to the emergency room (ER). At the ER, the customer had contact with a healthcare professional (hcp) who obtained readings of "about 185 mg/dl" on an hcp meter and 50 mg/dl on the adc device. Adc customer service attempted to obtain additional information regarding the medical event but were unable to reach the customer after 3 attempts. There was no report of death or permanent impairment associated with this event.